Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. DHR of the reported batch is reviewed, there¿s no deficiency identified from production relevant to the knob difficult/ unable to tighten-arm does not lock issue prior to this complaint. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrates the knob can be tightened and also can tighten the link arm. The reported lot was manufactured starting from oct.25th, 2024, lot qty was (B)(4). There's no ncr relevant with ¿knob tighten link arm¿ initiated during the manufacturing process.

Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h11. Corrected section: d4 UDI#, lot#, exp date; h4-mfg date. On oct.16, 2025, fse(field service engineer) confirmed that the device had been disposed of within the hospital and could not be returned due to infectious problem. Therefore, the device could not be evaluated, and it is impossible to confirm the reported complaint. DHR of the reported batch is reviewed, there¿s no deficiency identified from production relevant to the knob difficult/ unable to tighten-arm does not lock issue prior to this complaint. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrates the knob can be tightened and also can tighten the link arm. The reported lot was manufactured starting from sept.04th, 2024, lot qty was 448ea. There's no ncr relevant with ¿knob tighten link arm¿ initiated during the manufacturing process.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that before the procedure, the om-10000z could not be fixed even by turning the knob, so they stopped using it. A new device was used. There was no harm or effect on the patient. There was no procedural delay.